Event description:
A report was received that the patient has been burned by his charger 1.0 since the first time he charged. The burn has healed but the patient is still experiencing discomfort while charging. The patient does not want to use the device anymore, and wants the ipg explanted.